Event description:
Co rec'd a report from their affiliate that while the surgeon was closing the abdomen, the suture frayed. Closure was completed with another suture and there were no pt consequences.